Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated the cgm was reading over 400mg/dl and started feeling sick with moderate ketones, so she treated herself my taking insulin. The patient¿s spouse drove the patient to the hospital and when they arrived, the hospital staff performed a finger stick and the patient¿s bg was reading 46mg/dl. The patient indicated they were admitted overnight and released the next day. Treatment at the hospital is unknown. At the time of contact, the patient was doing fine. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.